Event description:
Power cord on the stealthstation treon was partially cut through by the metallic strain relief on the cord retracting mechanism. This resulted in a short between the power line hot and the chassis of the machine. Potential for electric shock, fire, or loss of power to critical equipment. No injury reported. Beginning of surgery was delayed.